Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical dept. With a note that stated, "whitescreen." No tracking info was provided, therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility at power on, the device alarms with a "cassette" alarm and "eject lever" alarm. After the biomed mode was entered the device alarmed with a whitescreen error. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.